Event description:
During an in clinic follow-up, high capture threshold and high pacing impedance was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated loss of capture and noise resulting in oversensing were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event and the patient was in stable condition. A rv lead fracture was suspected but was not confirmed via diagnostic imaging or the lead revision procedure.